Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a 0.135 x 0.033 gouge on one side of the main tube with missing material. The main tube was also bent towards the distal end of the instrument. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; missing tube material could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci colectomy procedure, the bowel grasper sheathing was damaged and the instrument shaft was bent. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.